Manufacturer narrative:
D9: no device return date available. The device was returned and evaluated, and the investigation for the reported display issue has been completed. Data analysis: aic logs did not contain anything that highlighted the intermittent/ momentarily missing purge history. Device analysis: this purge history was correctly presented when the console was inspected upon return in field service (fs). Fs tested the functionality of the purge history with this console by running a test over time, entering the purge information (when prompted), and checking whether the history is populated in a timely manner. The software mechanism that populates this table was most likely delayed which was due to the aic software (internal). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) became partially blank on the purge history screen. The device was replaced with another aic, and there was no reported patient harm.